Event description:
It was reported the tips was broken off the angled star drive screwdriver. This was discovered during the cleaning process. The report confirmed no patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the tip was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. The evaluation was confirmed. A product development evaluation was completed: the top level and associated applicable drawings of affected components (distal tip) were reviewed. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The distal tip involves seven parts and six weldments; the drawing requires a minimum passing torque of 1.8 nm before assembling the universal joint. The angled screwdriver was found to have met the drawing specifications. The screwdriver was received with a broken universal joint. The involved instrument 03.617.900 consists of three components: driver shaft, sleeve, and handle. The affected area of this complaint is the distal tip of the driver shaft component. Typically this failure mode is found after the application of torque beyond the strength of the instrument is applied, leading to the failure of the universal joint. The failures of the universal joint are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque applied which led to the component failure is unknown. The zero-p technique guide states that a 1.2 nm torque limiting handle should be utilized for the final tightening of the screws to engage the tapered locking mechanism. Bench top testing established the failure torque of the angled driver to be 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. Since the manufacture of this product, a shaft for angled screwdriver with quick coupling (03.617.905) has been released which is compatible with a torque limiting handle (03.110.002) and can be utilized for the final tightening of the screws. This instrument will allow for adequate final tightening of screws to the proper torque where the patient¿s anatomy does not allow the use of standard straight drivers. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The angled screwdriver with sleeve (03.617.900) was not designed to be utilized for final tightening of the screw for the zero-p system. At the time of the devices manufacturing, there was no suitable alternative for final tightening when the straight driver is unable to be utilized based on patient anatomy. As such angled screwdriver was being used in the field for final tightening. Recently, an angled driver with a quick connect (03.617.905) has been released which is compatible with a torque limiting handle and allows precise final tightening of the zero-p screws. A suitable alternative now exists. The complaint is confirmed, as the instrument did fail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.